Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 06/01/2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Skin reaction was described as red. Itchy and with hives, located on the abdomen. On (B)(6) 2016 the patient's mother consulted with their physician and it was recommended that the patient use a tuff pad. Date of intervention is an approximation. Affected area was treated with over-the-counter hydrocortisone cream. No additional event or patient information was provided.